Event description:
Patient presented with high lead impedance and was referred for a full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent full revision surgery. It was noted that the surgeon did visualize a lead fracture at the insertion point of the lead connector. The explanted products were not made available for return to undergo product analysis.